Manufacturer narrative:
There were two occurences with this complaint, both were captured in the following MDR's: 2245270-2026-00032. 2245270-2026-00033. The malfunctioning devices will not be returned to vygon, but the details of the malfunction will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
Crack in tubing causing leaking.